Manufacturer narrative:
Device evaluation by manufacturer: on 09-mar-2018, a field service engineer was unable to input information on non-barcoded samples. The fse re-installed the software, followed by a version up, and re-started the software, but the issue persisted. The fse replaced the usb extension cable, but the issue still persisted. The fse then proceeded to replace the main board, followed by a version up, launched the software and was able to input information. The fse powered down the instrument and pc and then back up, launched the software and was able to input information under non-barcode mode. The fse ran daily check, followed by a few patient samples without any errors. The aia-2000 instrument was running within specifications; no further action was required. The aia-2000 instrument, serial number (B)(4), was installed at the account on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period, which includes this event. A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The aia-2000 operator's manual under 2: system configuration and functionality, states the following: the 2.8 operating modes: the aia-2000 system provides three basic operating modes. These are non-barcode, barcode and host query modes. System operation format differs according to whether specimens are supplied using the built-in sample loader unit or an external beltline unit. The 2.8.1 non-barcode mode: as the name indicates, specimens are processed without the use of individual specimen barcodes. Assay request information is entered manually from the controller pc or downloaded from host computer prior to assay operations. Once a specimen container is detected, assay operation commences, starting in order with the first container in accordance with the assay request information. (Note that non-barcode mode cannot be used with beltline operation.) The most probable cause of the reported event was due to a faulty main board.

Event description:
On (B)(6) 2018, a customer reported that the aia-2000 instrument had been starting up in "test mode" for the last days. The customer reported being able to run samples with barcodes, but cannot run anything in non-barcode mode. The technical support specialist instructed the customer to perform a version up, but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.